Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-03770. It was reported that patient experienced ineffective therapy. Reportedly, the scs system was autoreducing could not be set into MRI mode. System diagnostics recorded high impedances. As a result, surgery intervention was undertaken wherein the entire system was explanted.